Event description:
It was reported that the pump had a system failure force sensor test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. The device was returned for evaluation. Visual and functional testing were performed. There was no physical damage to the pump. The event history log (ehl) showed force sensor test. Power up process and calibration verification test were performed; the reported problem was duplicated during the power up process, there was a steady state reading of the force sensor (with no pressure on it). Force sensor error caused by the force sensor was out of calibration. Pump had been in service for over a year without a calibration verification or re-calibration being performed. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): recalibrated force sensor, performed calibration on the pump and passed.